Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was confirmed but could not be identified. No physical damage was found at the location with foreign material remaining. The root cause of the foreign material remaining in the subject device is unknown. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). Detection methods are written in IFU: tjf type 150 operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: tjf type 150 reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the forceps elevator wire of the duodenovideoscope had foreign material. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.